Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address line 2: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that device did not show hr waveform during defibrillation. Device was in clinical use at the time of event. However, there was no patient harm or injury reported to philips. Patient was successfully rescued by using another device. There was no further information about patient and procedure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.